Event description:
It was reported that the lead was explanted due to an apparent lead fracture, oversensing, high impedance, no capture and inappropriate shocks. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the proximal conductor was fractured. It was noted that there was blood/body fluid on the outer tubing overlay, the outer tubing overlay cosmetic environmental stress cracking, the outer tubing overlay was breached cut and the outer insulation had a cosmetic depression.